Event description:
It was reported that approximately one month post implant, the patient returned to the hospital due to cardiac resynchronization therapy defibrillator (crt-d) electrical storm. It was noted that the patient was in great pain due to frequent electric shocks. The patient and their family strongly requested to turn off all functions of the device and refused hospitalization. Additionally, the repeated shocks from the ventricular tachycardia (vt) storm caused premature battery depletion and the device reached elective replacement indicator (eri). The crt-d pacing and treatment functions were programmed off due to the patient's discomfort. The patient refused hospitalization and returned home. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.